Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a  patient (pt) regarding an implantable neurostimulator. The reason for call was patient said in the last 6 weeks they found that their left breast vibrated because of the stimulation and have tried different settings but it hadn't helped. Pt said that their doctor did x rays. Patient called to see if anyone was scheduled to meet them at their doctor's office that week for an adjustment. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.